Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that a patient who was implanted on the 16th and who returned home from the hospital on the 19th, did not have their patient programmer (pp) with them at the hospital and so they did not use the pp. The patient reported they were told there was nothing that could be done because the patient did not have the programmer. The patient stated they were going to make an appointment so the girl at the healthcare physician (hcp) office can see them probably on tuesday. The patient reported they did not know how to work the pp and that it wasn¿t programmed properly on their part and not anyone else. The patient confirmed that they meant they did not know how to use pp because the issue is that they cannot do anything with the pp until they learn how to use it. The patient stated before they implanted their stimulator they did not know how to use the pp. It was attempted to review with the patient how to use the pp on the call however the patient stated they were (B)(6) and needed someone in person to show them how to use the pp. The patient reported someone named (B)(6) talked to them after the implant but the patient certainly did not comprehend anything they said because it was not clear. The patient stated that it was because of having the narcotics for the surgery they were out of it, they guessed. The patient reported they would call on monday to get an appointment set up. The patient also noted that the implant was working because they felt the stimulation (which they referred to as ¿vibration¿) but that they just didn¿t know how to use pp. They confirmed there were no issues with ins. They were not complaining about the device, they just did not know how to use the pp because it was not clear. No further complications were reported/anticipated.